Event description:
A malfunction alarm indicated by malfunction code 9 was reported, and there was no adverse impact on the customer's blood glucose level. The customer had not reset the pump for this malfunction within the last 24 hours, so technical support provided information and assistance to reset the pump. After the reset, the malfunction did not recur, and the customer was advised that they could continue using the pump, with a reminder to contact support if the issue reappeared.